Event description:
It was reported that the pump was exhibiting a motor phase b post alarm on startup, battery communication timeout, and the pump would power itself on at random. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review is not applicable in this case because the defective component (battery pack) is not evaluated or tested in any way during the manufacturing process and the battery pack manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked. A review of the event history log identified pump motor drive b post, battery communication timeout, battery not working) and there was nothing in history pump regarding powering itself on at random. During functional testing duplicated the battery depleted and not charging and the pump motor b post was caused by the depleted battery. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced the battery.